Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735824, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the controller was replaced to resolve the issue. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter was faulted. The issue was identified when two emitters were tested on the system, both resulting in the same fault, although they functioned normally on another system. During troubleshooting, technical services (ts) had a manufacturer representative (rep) run printcameradiagnostics with the breakout box (bob) and emitter plugged in, and it was found that the tca (transmitting coil array) and coils 3, 4, 5, and 10 were faulted. When the emitter was plugged into another navigation system, no localizer faulted message occurred. Further diagnostics revealed that board 1 on the controller was determined to be faulted. There was no patient involved.